Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The complainant reported immediately after impella cp placement. The female patient experienced suction alarms. The maximum pump flow was noted to be at 1l. X-ray image showed a kinked cannula after removal of the guidewire. The pump ultimately explanted. There was no reported patient harm.

Manufacturer narrative:
The investigation for the reported cannula kink has been completed. The impella device was returned for evaluation. The pump was visually inspected finding a cannula kink near the outlet. No biomaterial or broken blades found. The cause of the low pump flow was cannula kink due to improper technique. Added: d9-device returned date d4-model number-updated to impella cp.